Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages, check belt messages) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled form the strain relief, damaging wires and causing the reported alarms. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt was receiving "add gel" messages without prior gel release and check belt messages. The pt was issued a replacement electrode belt.